Manufacturer narrative:
(B)(4). Covidien inspected the device and found the keypad to be unresponsive. Further investigation revealed moisture and water on the graphical user interface ( gui) printed circuit board (pcb). Covidien cleaned the water and moisture and reinstalled the gui keypad pcb. The ventilator passed the required testing.

Event description:
It was reported that the ventilator alarmed and the keyboard was found to be unresponsive. There was no patient involvement.